Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 85-105mg/dl fasting. Verified the strips expire 04/17/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 151mg/dl and 174mg/dl - not fasting. Reviewed meter memory: 187mg/dl; (B)(6) 2015; 01:52:00 pm; fasting:no, 273mg/dl; (B)(6) 2015; 12:45:00 pm; fasting:no, 136mg/dl; (B)(6) 2015; 07:54:00 am; fasting:no, 112mg/dl; (B)(6) 2015; 07:48:00 am; fasting:no, 155mg/dl; (B)(6) 2015; 12:05:00 am; fasting:no. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 85-105mg/dl fasting. Verified the strips expire 04/17/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 151mg/dl and 174mg/dl-not fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.